Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received critical pump error and an alarm was generated when a power failure was detected and the insulin pump was beeping frozen display. The customer¿s blood glucose level was 315 mg/dl. The customer did not want to troubleshoot for high blood glucose level and treated with bolus. Customer reports the time clock does not advance. Customer reports the screen is not completely blank. Alarm occurred during the time that the buttons were not responding customer was unable to clear the pump errors, power loss alarm and program pump. Insert battery alarm did not appear on insulin pump screen. The device will not be returned for analysis.